Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("for first 6 months I had heavy bleeding"), menstruation irregular ("irregular periods"), pain in extremity ("leg pain"), headache ("headache"), agitation ("severe agitation "), mood swings ("mood swings") and premenstrual syndrome ("pms"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the back pain, menorrhagia, menstruation irregular, pain in extremity, headache, agitation, mood swings and premenstrual syndrome outcome was unknown. The reporter considered agitation, back pain, headache, menorrhagia, menstruation irregular, mood swings, pain in extremity and premenstrual syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("for first 6 months I had heavy bleeding"), menstruation irregular ("irregular periods"), pain in extremity ("leg pain"), headache ("headache"), agitation ("severe agitation "), mood swings ("mood swings") and premenstrual syndrome ("pms"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the back pain, menorrhagia, menstruation irregular, pain in extremity, headache, agitation, mood swings and premenstrual syndrome outcome was unknown. The reporter considered agitation, back pain, headache, menorrhagia, menstruation irregular, mood swings, pain in extremity and premenstrual syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.